Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. Therefore omsc concluded that this phenomenon occurred accidentally. Omsc surmised that this phenomenon is attributed to inappropriate handling by the user. Or, the perforation might have been related to a previous damage on the mucosa as reported by the user facility. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A patient¿s colon was perforated during a colonoscopy. The hospital was performing the colonoscopy to observe the postoperative scar which came as a consequence of the surgical removal of a polyp in the rectum. During the colonoscopy, the physician noticed a bleeding when the endoscope just passed the scar, but the physician couldn¿t find where the bleeding came from. After the endoscope reached the cecum, the physician began to remove the device from patient and then was aware that the amount of blood in the colon became greater than earlier. The physician finally realized that the perforation occurred. The device was successfully removed from the patient. The patient got CT-scan and then took a treatment to close the perforation in an operating room. Reportedly, the state of the patient was stable at that moment. The hospital provided additional information as follows. They considered that the device has nothing to do with the cause of the incident. The perforation might have been related to a previous damage on the mucosa. The patient has fully recovered and was discharged from the hospital. The patient will undergo another surgery since the previous treatment was only for the primary closure of the perforation the endoscope which was involved in the event won't be returned to olympus because the hospital cannot trace which of their devices was used on the patient.